Event description:
The customer reported that the insulin pump's buttons were jammed. The numbers on the insulin pump were ramping up. The buttons were not working. The customer was unable to bolus because of the keypad issue. Customer's blood glucose level was 13.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No jammed buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on lcd display window, cracked display window corner, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken on battery tube threads and broken belt clip slot.